Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable gluc3 glucose hk results for two patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 9.35 mmol/l and was reported outside of the laboratory. The customer was asked to perform repeat testing. The repeat result was 6.63 mmol/l. Testing was performed within one hour. There was no allegation of an adverse event. The reagent lot number was 19343601. The expiration date was requested but was not provided. The qc results for both levels of qc material were stable. The calibration data was acceptable. Review of the analyzer alarm history found several alarms indicating clotted samples. Based on this information, the root cause was suspected to be with the sample quality. The customer stated they have only noticed this issue on the two samples.